Manufacturer narrative:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was damaged/cracked. Therefore, the device couldn't enter the 5f non cordis sheath well. Hemostasis was achieved by holding manual pressure for twenty minutes. There was no reported patient injury. The physician was mynx certified. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was prepped according to the instructions for use (IFU) and no difficulty was noted. The mynx device was not purged of air during prep. There were no kinks in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. Adequate flush was used/maintained. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm.the vessel was reported to have moderate tortuosity. There was mild presence of pvd / calcium in the vicinity of the puncture site. The sealant was not exposed. A non-sterile mynx control vcd, 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the buttons 1 and 2 were not depressed, and the stopcock was found open. The sealant was present exposed on the distal end in manufacturing position due to the sealant sleeves observed frayed/ split conditions observed. Neither the csi nor syringe used with the unit was not returned for this evaluation. No additional anomalies were observed during this analysis. No dimensional analysis was performed, due to the conditions observed on the sealant sleeves. An insertion withdrawal functional analysis could not be performed, due to the conditions observed on the sealant sleeves. Additionally, a functional testing was executed due to the sealant premature exposure observed. After obtaining the adequate tension indication both buttons were depressed and deployment of the sealant was achieved with retraction of the balloon, showing no traces of any malfunction. A magnified visual analysis of the sealant outer sleeves was executed. During this analysis, it was concluded that the sleeves portion presented frayed/split/torn conditions. Additionally, a sealant prematurely exposed state was observed on the distal portion. Nevertheless, no crack evidence was found on the sealant sleeves surfaces. Based on the information provided, the malfunctions reported as ¿sealant sleeves (cartridge assembly) ¿ cracked¿ was not confirmed per the observed conditions of the sealant sleeves¿ surfaces. On the other hand, the condition of ¿sealant sleeves (cartridge assembly) ¿ frayed/split/torn¿ was observed to be present on the sealant sleeves. The observed sleeves conditions resulted in the premature exposure of the sealant, therefore per these investigation results a ¿mynx control system ¿ deployment difficulty - premature¿ malfunction was confirmed, as well. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was damaged/cracked. Therefore, the device couldn't enter the 5f non cordis sheath well. Hemostasis was achieved by holding manual pressure for twenty minutes. There was no reported patient injury. The physician was mynx certified. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was prepped according to the IFU and no difficulty was noted. The mynx device was not purged of air during prep. There were no kinks in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. Adequate flush was used/maintained. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm.the vessel was reported to have moderate tortuosity. There was mild presence of pvd / calcium in the vicinity of the puncture site. The sealant was not exposed. The device will be returned for evaluation.